Event description:
A pt reported experiencing hypoglycemic coma while using a one touch ultra meter. Pt has had diabetes melitus for 10 yrs and tests blodd glucose about 6 times daily. In 5/2001, pt had "high" blood glucose on the ot meter and took insulin based on meter reading. Pt passed out and a family member called the paramedics. Paramedics treated pt with glucose, IV and oxygen at home. Pt has reportedly refused to be transferred to hospital. Pt also reported that the ot meter was giving erratic readings. 7 days later, pt had blood glucose readings of 224mg/dl and 62mg/dl displayed successively within 30 minutes on the ot meter. Although pt alleged taking their insulin based on the ot meter reading, yet pt denies being on an insulin sliding scale for the control of their blood glucose. No further info is available about the event.